Event description:
The customer reported the tube was making loud noise and the picture came out blank. The inability of the system to display an image rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.